Manufacturer narrative:
Initial MDR (B)(4) - device 4 of 5.

Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the infusion set fell off during use 4 infusion sets and infusion set patch did not stick to skin upon insertion for 1 infusion set, which caused the patient's blood glucose to around 250 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.